Event description:
Procedure performed: cholecystectomy. Event description: today we had two ca500 clip forceps that did not work: the clips would not release. Additional information received from customer via email on 05-dec-2025: the patient did not sustain any injuries as a result of the clip clamp malfunction. The 2 patients are in good health. We kept a clip. The surgeon (name redacted) informed me after the second operation with the problem. The first clip clamp was loaded because it was the first clip installed. After that, there was no more discharge of the clips. During the second intervention, the clamp did not install any clips. Since both cases, we have already used a dozen clip pliers without any problems. The use of clip forceps is well known by the surgeon and checked before each use. There was no discharge of clips at all. The clip clamp for the second procedure is in the pharmacy. The event date is unknown. Intervention: we had to change the batch number for it to work. Patient status: the patient did not sustain any injuries as a result of the clip clamp malfunction. The 2 patients are in good health.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: cholecystectomy. Event description: today we had two ca500 clip forceps that did not work: the clips would not release. Additional information received from customer via email on (B)(6) 2025: the patient did not sustain any injuries as a result of the clip clamp malfunction. The 2 patients are in good health. We kept a clip. The surgeon (name redacted) informed me after the second operation with the problem. The first clip clamp was loaded because it was the first clip installed. After that, there was no more discharge of the clips. During the second intervention, the clamp did not install any clips. Since both cases, we have already used a dozen clip pliers without any problems. The use of clip forceps is well known by the surgeon and checked before each use. There was no discharge of clips at all. The clip clamp for the second procedure is in the pharmacy. Intervention: we had to change the batch number for it to work. Patient status: the patient did not sustain any injuries as a result of the clip clamp malfunction. The 2 patients are in good health.

Manufacturer narrative:
The event device is not anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.